Event description:
Device was on pt with electrodes. When pt defibed, screen blanked out. All alphanumeric info on screen stayed on but ECG disappeared. Recorder and defib function still worked fine. ECG signal still printed out on recorder. Device worked fine after reset. Co tech stated that it was an anomaly that probably wouldn't happen again. Co tech came in-house and check out device. Co did software upgrade that may or may not prevent this condition.